Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the housing of the infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.5 in safestep infusion set was returned for evaluation. An initial visual observation showed no blood use residues, and the device appeared unremarkable. A functional test of flushing water into the infusion set using a 12 ml syringe revealed a leak where the distal end of the housing and the needle interface. Water was observed to be exiting the housing at the interface of the needle and the housing during a microscopic observation. The exact location of the leak could not be identified, however the cause of failure was related to the gluing process of the tubing to the needle. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. This failure occurred during the manufacturing of the infusion set as the needle and the tubing are glued together without sufficient adhesive coverage. The investigation was forwarded to the /manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there were no problems during priming and administration. However, when bolus was performed, leakage occurred from the base of the needle (black part). There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that there were no problems during priming and administration. However, when bolus was performed, leakage occurred from the base of the needle (black part). There was no reported patient injury. No other information was provided.